Event description:
A journal article was reviewed which contained information regarding this implantable cardioverter defibrillator (ICD) system. A month after the implantation of the ICD system, the patient was exercising and after ¿skipping a few doses of heart failure medications, the patient had five episodes of shocks. Interrogation revealed ¿sustained ventricular tachycardia (vt),¿ which was terminated. Additionally, additional episodes of vt occurred, and after several attempts to terminate the rhythm, the arrhythmia was terminated with an ¿unclean termination.¿ a medication was prescribed for the patient. After additional review and interrogation, the medication was discontinued due to no indication of a ¿reversible causes of the increase in defibrillation thresholds.¿ it was then decided to implant a subcutaneous shocking lead. After arranging with the manufacturer, a ¿pre-production¿ adaptor/splitter was put into the ICD¿s header and the new lead was implanted. Additional intraoperative testing was done and shocks were terminated. The use of the new adaptor/slitter "enabled the additional lead to be added without the need to replace the ICD." The physician did remove the anti-tachycardia pacing (atp) feature because it was not effective for this patient. During follow up one month post implant, interrogation revealed no changes in the lead impedances or thresholds. The ICD and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: a novel solution for the high defibrillation threshold in patients with a df-4 lead: adding a high voltage adaptor/splitter. Indian pacing and electrophysiology journal. 2014;14(3):152-156. (B)(4).